Event description:
It was reported that we received information that this product was part of a system revision due to infection and erosion. There were no additional adverse effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.